Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2004 - patient underwent a unspecified pelvic procedure with implant of a 3" x 6" davol flat mesh to repair a vaginal prolapse. On (B)(6) 2006 - patient underwent an unspecified procedure with implant of a non bard davol "lynx" midurethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.